Event description:
It was reported that the patient presented to the emergency room with hyperglycemia on (B)(6)2026. The patient's blood glucose levels rose to 23 mmol/l (414 mg/dl). The patient experienced a pod communication error during activation and was unable to successfully activate multiple pods with the controller. Reported symptoms included fatigue, headache, and a general feeling of illness. The patient received insulin therapy. The patient was discharged the same day, after 2 hours.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported pdm malfunction. According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.